Event description:
The event is reported as: when the user tried to use the applier, the clips released already closed. Nothing fell into patient. No patient injury reported.

Manufacturer narrative:
Method: DHR review did not show issues related to this complaint.